Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an initial revision, the pin was not going all the way through. A few days later the patient presented to the hospital again with symptoms. It was noted there were high thresholds that resulted in loss of capture. A chest x-ray was performed and found that the slack was gone from the right ventricular (rv) lead. The rv lead was repositioned again and currently remains in service. No additional adverse patient effects were reported.